Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, since the customer's weight were not provided. The model # was not provided.

Event description:
The customer reported that he ran a control test on the contour next ez meter and obtained a reading of 101 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three control tests were run by the customer, which were within specification and properly marked in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer only returned the contour next ez meter. The contour next test strips and control solution were not returned for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g38, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in the meter's memory.